Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead exhibited a loss of capture. An x-ray was performed and revealed a rv lead dislodgment. A revision procedure maybe performed in the near future. No adverse patient effects were reported.

Event description:
Approximately on day later, a revision procedure was performed due to a suspected lead dislodgment. During the procedure it was note that this lead was completely out of the ventricle. The physician found that the stiches attached to the patient's tissue were loose;which clarified why the lead dislodgment had occurred. The lead was repositioned and successfully sutured into place. No adverse patient effects were reported.

Manufacturer narrative:
At this time the lead remains in service. A final report will be sent after information if received of the revision procedure. If the product is returned to boston scientific laboratory analysis will be performed to confirm and determine the root cause of this event.

Manufacturer narrative:
The lead was repositioned and was not returned for boston scientific therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated an amended report submitted should further information be provided.